Event description:
Device has been explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of capsular contracture was received on october 28, 2024 with lot number 3479611. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases, deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported, "capsular contracture, baker grade iii/IV". This record is for the right side. Device remains implanted.